Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: a review of the black box showed multiple loss of primes and load step malfunctions had occurred. A rewind, load, and prime sequence was performed with no issues found. Investigation revealed that the force sensor was out of calibrations. The pump was opened and a force sensor circuit component was found to be misaligned on the printed circuit board.

Event description:
On (B)(4) 2012, the reporter contacted animas and alleged that the pump does not recognize the cartridge. This complaint is being reported as the alleged malfunction may affect insulin delivery.